Manufacturer narrative:
Failure analysis revealed the insulin pump had cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners. All the buttons functioned properly. No button error alarms noted. Moisture damage was noted on keypad traces. All the operating currents tested within specification range. No unexpected weak battery alarms noted. No scrolling numbers on the display noted.

Event description:
Customer reported the insulin pump alarmed button error when she was attempting to input carbohydrates, numbers kept ramping. Customer took battery out of the device. Customer's blood glucose was 328 mg/dl. Customer reported she had the device under her clothes and she was perspiring, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.